Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a patient sample processed on a vitros eciq immunodiagnostics system. The most likely assignable cause of the event is a sample related issue isolated to the affected patient. An unknown sample interferent that affects the vitros tsh assay, but not the non-vitros tsh assay could have contributed to the event, although this was not confirmed. The customer stated the patient is taking biotin supplements. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5 ug/dl. However, current medical literature (biotin interference on tsh and free thyroid hormone measurement, pathology, april 2012 ¿ volume 44-issue 3 ¿ pg. 278-280) states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. Based on acceptable historical qc review and within-run precision test results, the investigation found no evidence to suggest that a vitros reagent or instrument malfunction contributed to the event.

Event description:
The customer obtained a lower than expected vitros tsh result on a patient sample on a vitros eciq immunodiagnostic system. Vitros tsh result of 0.059 miu/l versus the expected result of 0.965 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The erroneous patient sample result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).